Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 12/15/2015. Belt: 03/21/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was variable heart rate with ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in a skilled nursing facility. Variable heart rate and motion artifact contributed to the false detection. Review of the downloaded data indicates that the response buttons were not pressed during the event. The patient was transferred to the hospital and admitted to the ICU. The patient did not continue wearing the lifevest while in the hospital.

Manufacturer narrative:
Follow up report - device evaluation (03/27/2018): device evaluation of electrode belt sn (B)(4) has been completed. As received, all therapy electrodes had deployed gel. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, severing all wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the damaged electrode belt contributed to the treatment event. The belt appropriately deployed gel during the event, suggesting that the damage to the belt cable wires occurred following the treatment event, likely during the removal of the device. The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device's pulse delivery and ECG acquisition circuitry was fully functional. There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 12/15/2015. Belt: 03/21/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was variable heart rate with ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in a skilled nursing facility. Variable heart rate and motion artifact contributed to the false detection. Review of the downloaded data indicates that the response buttons were not pressed during the event. The patient was transferred to the hospital and admitted to the ICU. The patient did not continue wearing the lifevest while in the hospital.